Event description:
It was reported that the right ventricular (rv) lead exhibited high, out of range pacing impedance and high capture threshold. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.